Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as the final submission. Investigation is complete. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number 04062 five times as documented in the repair reports in livelink. The last repair was october 31, 2018 where it was reported that the comb was damaged and the shoulder bolts, cap nuts, belleville washers, and comb were replaced. This is not a related issue. On (B)(6) it was reported that the device comb was damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher by zimmer biomet australia on june 4, 2019 revealed the pre-tests could not be performed due to the comb being out of shape and the roller was not running smoothly. The bottom roller, gear, inner gear, pin, spring, handle, detents, and side plates were worn. The shoulder bolts, washer, and nuts need to be replaced. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet australia on june 4, 2019 which included replacement of the side plates, roller, bearings, belleville washers, shoulder bolts, cap nuts, roller gear, comb, ball detents, carrier guide, screws, ratchet pin, ratchet gear, handle spring, set screw, and ratchet handle set screw. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Notification number (B)(4) dated 5/17/2019. While the returned product investigation confirmed that the skin graft mesher had a damaged comb, it cannot be determined from the information provided what caused the comb to become damaged. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the side plates, roller, bearings, belleville washers, shoulder bolts, cap nuts, roller gear, comb, ball detents, carrier guide, screws, ratchet pin, ratchet gear, handle spring, set screw, and ratchet handle set screw were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the skin graft mesher comb was damaged. The issue occurred before surgery. Subsequently this did not caused patient harm and there was no delay. The surgery was completed without the need of an alternate device and the problem did not caused an impact/damage to graft harvest. No adverse events were reported as a result of this malfunction.